Event description:
Boston scientific received information that the patient with this device indicated that the physician had left the lead off of their device. A request for additional information from the local boston scientific field representative has been made. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As of today, no further information is available. Should additional information become available, this report will be updated.

Event description:
Subsequent information from the local boston scientific field representative (fr) indicated that the patient had previously experienced diaphragmatic stimulation. The fr stated that it was possible the lead was programmed off. The fr was not sure what the patient was referring to in regards to their allegation.